Event description:
It was reported that the right ventricular lead had high impedance. It was also reported that the lead exhibited t-wave oversensing in the past. The lead was replaced. It was also reported that the device had reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:03. The weekly pace impedance trend data show various spike increases for max defib = 92 to 132 ohms range between (B)(6) 2010 and (B)(6) 2012.